Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the grastroplasty procedure, after calibrating the device, when the surgeon was tapping the green button to trigger the load, both were not released. Another equal reload was needed to open to complete the surgery. There was no patient injury.